Event description:
It was reported that during unpacking, the 7.0 x 40 absolute pro stent system was noted to be damaged. The device was not used. The procedure was completed with an unspecified device. There was no clinically significant delay and no patient involvement. Return device analysis revealed that the handle of the absolute pro was broken.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood and saline on the stent implant and in the sheath, consistent with handling and possible insertion into the introducer sheath. The stent implant was between the markers. There was no damage noted to the stent implant. The tip was intact. There was a slight gap at the distal end of the handle at the proximal end of the strain relief tubing. The handle was in a locked position. There was no other damage noted to the sess. During functional testing, the proximal end of the strain relief was able to be pulled out of the distal end of the handle when tugged on. The handle was unlocked and the thumbwheel was rotated. The stent sheath was retracted slightly. The handle was opened and noted that the rack was in the distal end of the handle. The proximal end of the strain relief tubing was not seated in the cavity. The other components were intact in the handle. Re-seated the strain relief tubing into the cavity and reassembled the handle. The strain relief tubing did not pull out of the handle. The slight gap in the handle likely caused the strain relief tubing to pull out from the handle resulting in the difficulty while rotating the thumbwheel during the returned device analysis. Although a conclusive cause for the gap in the handle could not be determined; mishandling of the device during removal from the packaging is a potential cause. Additionally, blood on the device is consistent with handling. To ensure this is not a manufacturing deficiency, there are many in process controls including a 100% inspection of the outer jacket attachment to the handle and a 100% visual inspection for damage. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the damage could not be determined; however, there is no indication to suggest a product quality deficiency.